Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the console application was crashed. A technical support specialist (tss) guided the customer on how to properly reboot the console. The console was rebooted and confirmed to be working fine, with no errors appearing on the attention notice. Tss dialed into workstation 4k100874w1 and verified that all systems looked good. The customer was contacted, and the issue was confirmed as resolved. The system functioned as intended after the customer rebooted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 console, user unable to use pyxis devices. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.